Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 32mm -4 lfit v40 head; 6260-9-032; 46492001, size 5 accolade ii 127 deg; 6721-0535; 47703503, primary tritanium hemi solidback cup 52mm; 500-03-52d; mnh2np. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient called and stated that she had a right hip replacement on (B)(6) 2014. On or about (B)(6) 2016 patient started experiencing extreme pain. Patient also stated that she had limited mobility when first waking up in the morning, but would improve throughout the day. Patient stated that if she sat for a period of time, it would stiffen up.